Event description:
I'm (B)(6) and have used tampax tampons for 25 years. A few years ago my periods started getting really heavy and lasting more days. I would bleed through my tampon regularly so I switched to the super absorbent version and still could not keep up with the bleeding. I switched to an alternate brand of organic cotton tampons in (B)(6) and the heavy bleeding was gone from the first month I switched. My period was 1-2 days shorter. Every month since switching from tampax brand tampons to organic tampons I have had much less blood volume and fewer days of bleeding. FDA safety report ID# (B)(4).